Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and the alarm log review were performed. During evaluation, the door was found broken. The cause was undetermined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.